Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient reported that they are pending getting the ins replaced with a new implant. The patient stated that they already have a 'procedure' (scheduled for replacing implant). The patient stated that their ins battery was having trouble taking a full charge, the patient stated that their issue was essentially their battery going dead because they can charge for 6-7 hours and only gets the ins half way charged. The patient stated that they set their stimulation up high and then the battery depletes quickly because the settings are high and pulls the charge out of the implant. The patient stated that they have a hard time getting 8 coupling boxes and usually get 6 after struggling to fill the boxes in. It was reviewed how coupling effects recharge time. The patient stated that having to charge more often started about 5 months ago. The patient stated that the poor coupling started around the same time. No further complications were reported or anticipated.